Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2012. During the procedure, the device worked fine until halfway through. Then the blade would not spin and therefore could not cut. The cable also jumped around. The physician turned everything off which had no effect. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.